Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock was fitted with an impella cp to provide mechanical circulatory support. The complainant further noted that the day after the impella cp was inserted, it had migrated into the left ventricle, close to the mitral valve. Attempts to reposition it under echocardiographic guidance were unsuccessful. The patient's condition remained stable at p2 level. Additionally, it was reported that there were no signs of improvement following the placement of the impella cp. Consequently, a decision was made to escalate the support to an impella 5.5.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Data review: data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in ventricle. No other issues were found on the logs. Product was not returned for review. The cause of positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all the post sterile inspection checks.